Event description:
It was reported that patient underwent a left knee revision approximately ten years post-implantation due to implant loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02713, 0001822565-2023-02714, and 0001822565-2023-02715. Proposed component code: mechanical (g04) - stem. D10 medical devices: left size d cemented option femoral component catalog#: 00599401491 lot#: 62295125, prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 62218807, prc agmt block post sz d 5mm catalog#: 00599003401 lot#: 62353526. G2 foreign source: australia. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.